Event description:
The shaft of the stent delivery system (sds) broke in two pieces at approximately 20cm from the balloon. The proximal portion of the sds was removed and the physician needed to snare the remaining portion of the sds from the patient. The patient was a female (age unknown). The target lesion was the left renal artery. The vessel was described as normal and there was no difficulty accessing it with a guidewire. The lesion was not pre-dilated. The physician stated that there was some difficulty crossing the lesion with the sds, but he eventually was successful. The stent was deployed in the correct position and upon removal, the shaft of the sds broke in two pieces. There was no mention of resistance with the guidewire or the sheath during removal. The separated portion of the sds was removed from the patient in its entirety. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.